Event description:
This report summarizes four (4) malfunction event. A review of the events involved the abutment fractured. No patient adverse events were reported. No information regarding patient demographics were provided.

Event description:
This report summarizes four (4) malfunction event. A review of the events involved the abutment fractured. No patient adverse events were reported. No information regarding patient demographics were provided.